Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be tested as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to advance and the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling (B)(4). The nc trek referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex (lcx) and obtuse marginal (om). The 3.0 x 12 mm trek balloon catheter was placed at the lesion and inflated at nominal atmospheres, revealing soft thrombotic type plaque. There was some evidence of dissection noted. A non-abbott stent was placed in the lesion and at the same time the dissection was covered successfully. The non-abbott guide wire was placed in the mid-distal circumflex and across what appeared to be a subtotal stenosis. A non-abbott stent was deployed in the entire segment of disease. This resulted in a significant dissection that was thought to be a perforation. An attempt was made to cross with the 2.80 x 19 mm graftmaster stent delivery system; however, it would not cross. The perforation was then determined to be a dissection and was thought to have sealed without further treatment and the patient remained hemodynamically stable. An attempt was made to re-wire the mid-distal circumflex; however, this was not possible. It was then evident that the previous dissection had retracted back into the mid circumflex as significant haziness was noted. This was treated with balloon dilatation and placement of another non-abbott stent. The patient had one episode of vasovagal bradycardia and hypotension that resolved spontaneously. The patient pain dropped from 5/10 to 1/10 at the end of the procedure. The patient was discharged to home on 7/25//2015. No additional information was provided.